Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa). The diamondback 360 coronary orbital atherectomy device (oad) was being used for atherectomy and an emboshield nav6 embolic protection system (eps) was used with a viper wire. After oad treatment, an attempt was made to remove the filter; however, the filter came off of the intact viper wire. A snare was used to try to remove the filter, however, this was unsuccessful. A thrombectomy catheter was used which was temporarily successful. During this time, the physician lost the filter in the common femoral artery. A cutdown surgery was performed to remove the filter. The component was successfully removed. The patient was in stable condition but was kept overnight for observation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. Based on the reported information, exchanging the provided barewire filter delivery wire for the non-abbott wire prevented the ability to retrieve the filter (retraction problem), causing the filter to dislodge from the viperwire and migrate to the circumflex artery (cfx) resulting in unexpected medical intervention, surgical intervention to retrieve the filter, and prolonged hospitalization. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: guide wire / fdw selection incorrect.